Manufacturer narrative:
(B)(4).

Event description:
It was reported that device interrogation revealed multiple episodes of ventricular noise reversions and noise on both the atrial and ventricular electrograms. All other electrical parameters were normal. The physician elected to abandon the pulse generator and implanted a new system on the right side. The patient was doing well post procedure.

Manufacturer narrative:
Correction - PMA# should have been p030035 rather than blank.